Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment one tab released first and then the second released from the delivery catheter system (dcs). Fluoroscopy revealed the valve had dislodged above the annulus. The valve was snared into the ascending aorta and a non-medtronic valve was then successfully implanted. No additional adverse patient effects were reported.